Manufacturer narrative:
The pacemaker and the two leads were returned for analysis. Upon receipt both leads were found cut at approximately 6 cm distal to the is-1 connector pin. Only the proximal part of each lead was returned for analysis. First, the manufacturing process for the pacemaker was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Upon receipt, the device was visually inspected. The leads, implanted with the pacemaker, were still connected to the header and found to be cut near the header bores. The connections between the leads and the device were tested, proving that the leads were connected properly. The header of the device was analyzed. The set screws could be easily screwed in and out; there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. An additional sensing test was performed and the device sensed the attached heart signals free of noise. The device functioned as expected. The analysis of the pacemaker and the two lead fragments did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - a drop in r wave amplitude was reported shortly after the implantation. As impedance and threshold values were in range at that time, it was decided to monitor the patient. When r wave amplitude dropped again, the patient was called in for a follow-up in the clinic the next day. Unfortunately the patient expired before the appointment. At the moment we do not have any further details with regard to the circumstances of the patient's death, but due to data transmitted it is assumed that the device probably did not contributed to this clinical observation.